Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 64 year old (gender unknown), an arc was heard from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. Zoll received a report that during elective synchronized cardioversion at 200 joules, a spark was observed at the anterior defibrillation pad site. Following shock delivery, the pads were removed and singed hair with a possible first-degree skin burn was noted at the anterior pad location. The cardioversion was successful, and the patient recovered without further reported complications. Review of device logs identified two 200 j shocks delivered on 08/18/2025, with patient impedance measurements varying from 60 ohms to 132 ohms. The impedance variation is consistent with suboptimal electrode-to-patient coupling, which may result from factors such as excessive hair, poor pad adhesion, inadequate skin preparation, or dried electrode gel, potentially leading to arcing and skin burns. The electrodes were not returned for evaluation, and supporting evidence was unavailable; therefore, the condition of the electrodes and patient preparation could not be assessed. Functional testing confirmed the device operated within specifications. Based on the available information, the reported event could not be confirmed or ruled out. Analysis of reports of this type has not identified an increase in trend.